Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on october 11, 2021. The patient reported that since implant the recharging process had been "amazingly slow" taking them 4 hours to charge. They experienced coupling issues; explaining that they would need to remain very still when recharging otherwise the coupling bars would reduce. Additionally, they reported that the recharging belt would not stay firmly pressed against their skin, so they would have to lay down while charging the ins. The patient stated they were a small person but the belt is built for a "much larger person".

Manufacturer narrative:
Updating report from "malfunction" to "serious injury". Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative a consumer regarding a patient implanted with an implantable neurostimulator for non-malignant. It was reported that was overdischarged (od). It was reported that a 60 mins countdown was performed and brought it out of od. The rep reported that after an hour of charging, the ins was not at 25% yet. It was reported that coupling bars were fluctuating between 4 and 8 with the smallest movements since implant but has gotten worse. A replacement recharger was requested to try to rule out recharger issue. It was reported that the patient has gain 5lbs since implant. No patient complications have been reported because of this event. On 2019-04-02 (B)(4) (rep) additional information received from rep reported that the replacement of the recharger did not resolve the issue about coupling fluctuating. The rep reported that patient¿s device will be placed with an intellis to resolve the issue.